Event description:
It was reported that an implantable cardiac device (ICD) reached elective replacement indicator (eri) in less then 4 years. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device had normal battery depletion and met 90% of expected longevity.